Event description:
Healthcare professional reported rupture by ultrasound and MRI. The device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d1, d2, d4, e1, h4.

Event description:
Healthcare professional reported rupture by ultrasound and MRI. The device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: visual analysis of the photographs identified. Rupture observed on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side rupture confirmed by ultrasound and MRI. The device has been explanted and replaced.